Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a loss or change in therapy and he was not able to urinate. On (B)(6) 2016, it started just a little bit. On (B)(6) 2016, the patient had to go to the bathroom at 2 am and he could not go. He got up again 3-4 times. The patient was not able to go. He started experiencing some pain right at the end of the penis like at the bottom where it connects to the urethra. The patient used the patient programmer (pp) and increased stim but nothing came out. The patient was not feeling stimulation, he got used to the feeling and therapy was on. The health care professional (hcp) instructed him to increase stim when needed. He thought he was at 3.00v but when he connected the pp to the implantable neurostimulator (ins), it showed he was at 2.10v. The patient increased it to 2.9v and confirmed he felt comfortable stim in the correct area. The symptoms were as a result of a sudden change in therapy/ symptoms. He was indicated gastrointestinal/ pelvic floor. There was no further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient indicated that the ins was working really good then it stopped working about a year after they got it. ¿it went back to what it was doing before¿. They were informed by manufacturer representative (rep) that the battery was getting low. They had ins replacement on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that when they had to go to the bathroom it took a long time to start, sometimes a minute. The patient noted sometimes he connected to the patient programmer, increased and felt stimulation and then a half hour later would stop feeling stimulation and did not know if he was turning stimulation off. The patient noted his implantable neurostimulator (ins) was replaced do to normal battery depletion.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.